Event description:
The customer observed falsely elevated sodium results generated on the architect c8000 processing module for one patient. The following data was provided (expected values 136 to 145 mmol/l): sample 1 initial sodium result was 194 mmol/l, repeated 130 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed a damaged mixer. The fsr resolved the issue by replacing the mixer. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not reveal any trends related to the customer¿s issue. The architect c4000, c8000, and the c16000 erratic result rates were within acceptable limits with no trends identified. Labeling review concludes that the issue is adequately addressed. The architect system operations manual (201837-115) provides adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement and verification of the mixer. Based on the information within the complaint record, no systemic issue or deficiency was identified.